Manufacturer narrative:
A ge service rep performed an onsite investigation. A contact on the monoblock board was repaired and the fse placed an order for a control panel encoder. No conclusion can be drawn as further repair info is not available at this time.

Event description:
The customer reported that the system would not produce x-rays. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.